Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a proctocolectomy procedure the closing trigger broke on the first two device. A third device was opened and the staples did not completely form. Another device was used to complete the procedure. There was no pt consequence.